Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician's wand was not working. A company representative performed trouble-shooting and isolated the serial cable as the suspect device. After replacing the cable, the issue immediately resolved. No additional relevant information has been received to date. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.